Event description:
If pt reports are created consecutively from unique pt raw data files, without closing the ilumavision application in between each report creation, the pt identifier that shows on the first created report will appear on all subsequent created reports. As a consequence, a report (electronic file or printed hardcopy) may have the incorrect pt identifier and may result in inaccurate or inappropriate treatment decisions. The raw data image files used to create the pt reports are not affected.

Manufacturer narrative:
No pt injuries have been reported in association with this event. As part of the investigation, the reported error could be replicated internally using the software version in question (B) (4). The company has developed a fix for this software anomaly and is in the process of performing field corrections of the affected software.